Event description:
The account alleges that an 82-year-old male patient presented in a wheelchair conscious and oriented. The functionality of the catheter was evaluated. An abdominal x-ray was performed showing the catheter had migrated outside the pelvic cavity. Out of position. The drainage catheter was tested, and it was found that the pd catheter was occluded and would not drain. The physician ordered the pd catheter replacement. The patient tolerated the procedure well. There were no additional patient consequences to report.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.